Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touchscreen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Failure traced to: short found on t1 of the inverter board with lot code 1636 which reflects the transformer has p180 insulation thickness. The inverter board is located on the rear of the front panel assembly. A well-known inverter board was installed, and the display became operational. Voltage verification check passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on the liberty select cycler. Screen was blank during dwell 3 of 3. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. The reported issue is not a result of the supplies. At least one full treatment has been completed with this cycler. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The estimated time of arrival is (B)(6) and the scheduled pick update is (B)(6). The patient will perform capd/manuals, until the new cycler arrives. There was patient involvement, however, no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.